Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state and MFR site as nipro as an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Device lot #: lot number not valid. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: whilst I was having blood samples taken, using a bd vacutainer device, the nurse mentioned to me that they consistently had problems maintaining the flow of blood through the tubing. The problem did not appear to manifest itself whilst my samples were being collected.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: whilst I was having blood samples taken, using a bd vacutainer device, the nurse mentioned to me that they consistently had problems maintaining the flow of blood through the tubing. The problem did not appear to manifest itself whilst my samples were being collected.